Event description:
A materials manager reported that there have been 4 pts that have presented with toxic anterior segment syndrome (tass). Additional information has been requested.

Manufacturer narrative:
The facility cannot isolate a specific suspected product. There is no evidence that the design or manufacturing of the phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the product's directions for use (dfu). The facility did not request service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The proper cleaning and sterilization of the ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the directions for use (dfu) and the aorn recommended practices, and the ascrs tass task force guidance document. The root cause cannot be determined conclusively. (B)(4).